Manufacturer narrative:
An event of calcification and a fungal infection was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 27 mm biocor stented porcine valve w/ flexfit system was successfully implant in the mitral position. On (B)(6) 2020, it was discovered that the valve had become calcified. The valve was explanted and replaced with a new 27 mm biocor stented porcine valve w/ flexfit system to resolve the event. The patient had a fungal infection, which was not confirmed to be caused by the device, that resulted in the calcification of the valve. The patient is stable with no adverse events reported.